Event description:
A customer reported an issue with their continuous glucose monitor (cgm), experiencing an error labeled as cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer by guiding them through a complete pump reset, after which the error did not recur. The customer was then advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.